Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 20 atms on the second inflation causing a dissection. (The initial inflation was to 14 atms; rated burst pressure is 14 atms). The maverick2 monorail balloon was being used to predilate the lesion for stent placement. The pt experienced angina during this event. A cypher (18/3.0mm) stent was deployed at the lesion site to repair the dissection and successfully complete the procedure. The lesion being treated was calcified and located in the left circumflex coronary artery. It is noted that resistance was met when the maverick2 monorail balloon catheter was pulled back into the guiding catheter for removal. The procedure was successfully completed. Pt status is reported as 'stable'.